Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by canon healthcare solutions USA. Gender info was not provided. (B)(4). The service representative checked the panel and found loose screws inside. The panel was repaired for the loose screw issue. He also replaced both the side covers and bottom covers. The unit was calibrated and tested, and all functions met specifications. (B)(4).

Event description:
The customer reported intermittent bad images when exposing pts. An error messages displayed after one of the bad images. No info was provided about the number of pts and their related info. It is possible that the images were retaken, resulting in unintended radiation exposure.